Event description:
Pelton & crane received a call from an authorized service technician who was at a doctors office in regards to the doctors chairman chair breaking while lifting a pt. The pt did not fall out of the chair. There were no injuries reported.